Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 2 syringes of juvéderm voluma® xc in the upper cheeks. Patient's ¿body is rejecting and has significantly swelling and pain¿ at the injection site and moved to the entire face 4 months post injection. The patient was treated with steroids and antibiotics the day symptoms appeared and IV steroids at the emergency room the following week. MRI scheduled. Physician plans to dissolve with hyaluronidase. The patient is hospitalized due to the adverse events. The symptoms are ongoing.